Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display issue. The reporter stated that they were having difficulty seeing the information on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.